Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had over bloused. The customer¿s blood glucose level was 68 mg/dl, 80 mg/dl at the time of incident. Customer also stated the insulin pump had stuck button alarm and also buttons was working. Customer stated they were able to clear the alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.